Manufacturer narrative:
When the technician at the account investigated the lift, he noticed the unit was leaking oil from the safety drum. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician at the account will replace the actuator restoration set. Replacement of this part will resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s was leaking oil. The lift was located in room 109 a (b wing) at the account at the time of the incident. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint (B)(4).